Manufacturer narrative:
Product analysis found out that the product will not work properly due to fuse worn out. Replaced new parts and the item was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nerve monitoring device was not working properly. There was no known patient impact.